Event description:
It was reported that the ilet displayed an alert to connect cgm or enter bg while the device still showed an old libre 3 plus sensor paired, and the user could not pair a new sensor because it was already connected to a separate receiver, resulting in cgm not paired and bg run expiration events. Symptoms included hyperglycemia with a fingerstick blood glucose of 370 mg/dl, without reported clinical sequelae. Outcomes included user entry of a fingerstick bg and continuation in bg run mode to allow automated correction. Investigation included technical troubleshooting and user education regarding libre 3 plus single-pairing limitations and steps to stop the old sensor, disconnect the receiver, and pair the new sensor through the ilet mobile app. Investigation of this case revealed cgm pairing was blocked by an existing connection to a receiver and resolved through guided user actions. It was concluded, based on previously established findings for similar reports, that the event was attributable to use error related to cgm pairing and system configuration, with the ilet functioning as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.